Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the instrument, the air/water channels of the device. The testing result cleared the german guideline. (B)(4) inspected the device and confirmed the following; the adhesive of the bending section rubber was porous. The air/water cylinder and the suction cylinder were worn out. The reported event may have been caused by insufficient reprocessing by the user. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the device. Instrument channel: gram-negative rod (23 cfu/30ml), gram-labile rod (300 cfu/30ml), methylobacterium extorquens (12 cfu/30ml). Air/water channel: gram-negative rod (36 cfu/25ml), gram-labile rod (>300 cfu/25ml), methylobacterium extorquens (16 cfu/25ml). The device had been reprocessed with an olympus automated endoscope reprocessor model etd3 plus paa (not available in the USA), using peracetic acid. There was no report of infection associated with this report. This device is an asset of olympus (B)(4), and after the user facility received the device from the (B)(4), the microbiological testing by the user facility detected the microbes as described above.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the result of microbiological testing by a third party laboratory cleared the (B)(6) guideline. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.